Manufacturer narrative:
The charger was returned and is pending evaluation at this time. Once the evaluation is completed, a follow-up report will then be issued.

Event description:
Alleges charger plug has caught on fire causing charger plug to melt.

Manufacturer narrative:
The charger was evaluated. There was no visual evidence of fire or melting anywhere on the returned charger, power cord, or the output connector.

Event description:
Alleges charger plug has caught on fire causing charger plug to melt.